Event description:
It was reported that the patient was admitted to the hospital due to a possible system infection and wound breakdown. The patient did not have a fever and no redness, swelling or pus was seen around the wound. The physician debrided the wound and sent the tissue debrided for pathology. Blood cultures were taken twice and both times were negative for sepsis. The wound was debrided, cleaned and pouch was used. The system remains implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).